Event description:
The subject has remained asymptomatic, however, during recent routine follow-up, it was noted that both the femoral and acetabular components have migrated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.